Event description:
It was reported that the ventilator had a cracked touchscreen and liquid-crystal display (lcd) due to physical damage. There was no patient involvement. The customer was provided with part number for the user interface assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.

Manufacturer narrative:
Upon further investigation, the issue was due to user error, physical damage to unit. Therefore, this complaint no longer meets reportability requirements. This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury. The issue was due to user error.